Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a lead revision due to high capture threshold and noise. The noise was not reproducible. During the procedure, the physician noted a lead-can abrasion was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.